Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for hematoma per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device, hemostasis was successfully achieved. However, on the following day, after 12 hours of bed rest was released, swelling due to hematoma was observed. Manual compression was applied to the puncture site under ultrasound guidance. There was no pseudoaneurysm formation. The patient has recovered and was in the hospital as of (B)(6). The health damage to the patient was non-serious. The patient was being observed. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.